Event description:
Securfit ceramic insert was broken into chipping within 1 year after primary total hip replacement.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.